Event description:
Boston scientific crm received information that this lead displayed increasing threshold measurements. A lead revision procedure is planned for the near future. No additional information is available at this time.

Manufacturer narrative:
Both the mechanical and electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The cuttings in the outer insulation are most likely due to the explanation procedure.